Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a partial return of incontinence and decrease in efficacy after implant when compared to the trial on (B)(6) 2015. The cause of the event was unknown. No diagnostics or troubleshooting was done. The implantable neurostimulator (ins) was reprogrammed on (B)(6) 2015. The event was assessed as non-serious and linked to stimulation. No surgical intervention occurred or was planned. The issue was not resolved at the time of this report and the event was ongoing. The patient's medical history included functional idiopathic urinary incontinence since 2004.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported atypical pain on the territory stimulated by the neurostimulator. There was pain along s3 and buttocks territory that appeared ¿suddenly.¿ the device was reprogrammed on (B)(6) 2015 and the neurostimulator was turned back on after MRI was done. The patient recovered on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device was stopped from (B)(6) 2016 for the therapeutic tests. It was noted the irm result was normal.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0209719283, implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was reprogrammed on 2015-11-29. It was reported that irm results showed that there was no neurological/spinal anomaly found and no clear etiology after diagnostic procedure. The event was resolved on (B)(6) 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.